Event description:
Pt underwent gastric bypass procedure in 2003 with implantation of peri-strips dry. A peri-operative complication was reported involving a nicking of the spleen. This complication later developed into a complex infection including a draining wound. Approximately four months post-op, in 2003, during routine check-up pt presented with portions of the implanted peri-strips migrating from wound. Surgeon reported occurrence as observation, no medical intervention necessary. Pt without adverse reaction to device migration. Pt status unk.